Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no relevant imagery was provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for difficulty advancing the delivery system with crimped valve through the esheath+ was unable to be confirmed due to no imagery and no device provided. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with delivery system as a result from increased push force. The root causes identified in the technical summary were reviewed and there were four that were identified as applicable to this event. The first root cause is a tortuous patient anatomy which can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As reported, the patient had "moderate access vessel tortuosity". The second root cause is calcification which can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. As reported, the patient had "moderate access vessel calcification". The third root cause is undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) which can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As reported, "mld 5.2 mm". The 14f esheath+ is indicated for use with a minimal lumen diameter (mld) greater than or equal to 5.5 mm. The fourth root cause is a steep insertion angle which can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. The insertion angle used was not provided. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. In this case, a definitive root cause was unable to be determined; however, available information suggests that patient factors (calcification, tortuosity, and undersized vessel) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed as part of the technical summary. Further assessment revealed the control limits have not been exceeded. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text: device was discarded.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the left transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 ultra resilia valve, strong resistance was encountered at the external iliac artery during advancement of the 23 mm commander delivery system with crimped valve through the 14fr esheath+. The valve was able to be deployed successfully. After withdrawal of the esheath+, an angiography performed revealed left femoral artery occlusion. It was believed to have been caused by an intimal detachment. A surgical repair was performed to resolve the femoral artery occlusion.